Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) photos were provided for evaluation. Upon visual inspection, no manufacturing defects were able to be identified at the location where the leakage was said to have occurred. Retained units from the reported lot number were tested for leakage per specification with passing results. Review of the discrepancy management system (dsms) database performed for the reported lot numbers revealed no abnormalities or non-conformances noted during in process or final product inspection. A review of the batch history records was also performed and no non-conformances or deviations were noted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the inflator syringe leaked during use. No injury reported.